Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hrs. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to treat a left hand metacarpal fracture with 1.5mm variable angle locking compression plate (va-lcp) and an unknown quantity of cortex screws, two (2) 1.5mm cortex screws stripped. The surgeon was using a screw hand module when the screws were stripped. The surgeon felt as if one (1) of the screws may have been too long and could have compromised the flexor extension. The surgeon requested a screw removal set to assist with the removal of the stripped screws which resulted in a 90 minute surgical delay. The surgeon was unsuccessful removing either of the screws and left them intact in the patient¿s bone. The surgeon did not feel this would cause any patient harm or compromise the patient in any way. There was no additional medical intervention required and the patient was stable following surgery. Concomitant medical products: screw hand module (unknown part #, unknown lot #); variable angle locking compression plate (unknown part#, unknown lot #); screw removal set (unknown part#, unknown lot #). This report is 1 of 2 for (B)(4).